Manufacturer narrative:
(B)(4). Implant date - 2002. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee revision approximately 6 years post implantation due to loosening of the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned ; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.